Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that that the distal prongs of the reamer head f/ria 2 ø11.5 have broken, fragments were not returned for evaluation. However, no evidence of the device being embedded to patient was provided. A dimensional inspection for the reamer head f/ria 2 ø11.5 was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for reamer head f/ria 2 ø11.5. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed 03_404_024 rev. B current and manufactured dimensional inspection: n/a. Manufacturing location: supplier ¿ (B)(6)/ inspected and packaged by: monument, release to warehouse date: 11-may-2022, expiration date: 01-apr-2032, part number: 03.404.019s, 11.5mm reamer head for ria 2-sterile, lot number: 779p423 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 22347 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m019, ria 2 reamer head 11.5mm, lot number: 394p083. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073690 rev b met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 16-mar-2022 was reviewed and determined to be conforming. Certification for heat treat supplied to (B)(4) from vacu-braze inc. Dated 25-feb-2022 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 52 - 55 hrc. Certificate of analysis supplied to (B)(4) from banner medical dated 28-oct-2020 was reviewed and determined to be conforming. Raw material certification supplied to (B)(4) from dunkirk specialty steel dated 27-jul-2020 was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from costa rica reports an event as follows: it was reported that during a procedure on (B)(6) 2023, a ria 2 reamer head broke. During the use of the ria 2 system to perform an intramedullary lavage in the tibia of the left lower limb, it was observed through fluoroscopy that the drill broke inside the intramedullary canal, leaving fragments which were not able to be removed. The surgeon noted that the patient already had a history of: removal of osteosynthesis material (proximal tibia plate). Previous poor bone consolidation. Previous washing and taking of cultures. Procedure was successfully completed with no delay. This report is for a 11.5mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient ID also reported as (B)(6). D2: additional procode: hrx. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.